Event description:
Ous MDR - on the (B)(6) 2013, we did an ICD replacement (due to eri). Since all measurements of this lead had been good and stable during the past, only the device was replaced. The measurements of the parameters right after the device replacement were normal: r wave was 20.1 [mv], rv threshold was 0.8 [v], pacing impedance was 590 ohms, and stayed stable through the following year. Since the replacement of the device there were multiple recordings of noise on the rv lead (including recordings of aborted vf due to the noise). All other measurements of the device were normal and stable. On the (B)(6) 2014, the physician performed a revision. It is unclear if this lead was capped of explanted. No explant date was provided and the lead was not returned.